Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a poor communication screen on the patient programmer (pp). The patient no longer felt stimulation and she did not think her implant was working. The patient was recently implanted and bandages or swelling were present. The patient indicated that they were educated under anesthesia. The issue started today, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.